Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter that was partially separated when received, then fully separated during dis-infection. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08oct2015. It was reported that a shaft kink occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). During an attempt to advance the guidezilla to the lesion the shaft was kinked. The procedure was completed with a non-bsc extension catheter. No additional patient complications were reported and the patient status is good. However; returned device analysis revealed a shaft break. It was further reported that upon removal o the device from the patient the device was detached.